Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false positive brady episodes and false positive pause episodes due to undersensing were observed. The device remains implanted. The patient condition is stable.